Event description:
During a standard treatment an electrical dental handpiece got hot and caused a burn on pt lip. The pt want not given any ointment or medication for the small blister on the lip.

Manufacturer narrative:
During a standard treatment, an electrical dental handpiece got hot and caused a burn on pt lip. The pt want not given any ointment or medication for the small blister to lip. The analysis did show that the head of the handpiece had a dent. The dent in the head affect the back cap causing it to heat up. By considering the user instruction and checking the handpiece before usage, the burn would be prevented. Exemption number (B)(4). Kavo dental (B)(4) (the MFR) is submitting the report on behalf of kavo dental (B)(4).